Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The logs indicate clinical alarms indicating a leakage situation occurred at the time of event (B)(6) 2022. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The root cause of the alarms has not been conclusively determined but they were most probably due to leakage.

Event description:
Manufacturer's ref:#: (B)(4).

Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer's ref.#: (B)(4).